Event description:
A needle knife sphincterotome was being used by a physician, to perform a sphincterotomy. It was reported by the institution that electrocautery was inadvertently applied before the needle knife came into contact with the mucosal tissue causing a portion of the needle knife to detach inside of the pt. Nothing was retrieved from the pt, as the detached portion was left to pass naturally. No add'l procedures were necessary due to this incident. The pt was reported to be in satisfactory condition.